Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0buzm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). .

Event description:
It was reported that the patient did not think her programmer was working, as the programmer was not able to turn the implantable neurostimulator (ins) off. The programmer was powering on, but did not communicate with the ins. It was reported that the patient still could not communicate with the replacement programmer. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.